Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and unspecified events in 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.